Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The machine was rebooted, and after the reboot, all pockets in the drawers failed and required maintenance. The field service engineer (fse) inspected the station and verified the reported failure: half height (hh) 3 was off the bus. Inspection of the power management controller (pmc) noted diagnostic light emitting diode illuminated, showing drawer controllers¿ connectivity. The fse reseated all drawer controller row board connections in all drawers due to the medstation performance analysis report indicating additional issues were present. The system was tested extensively in hardware test application (hta) diagnostics with no issues noted. Operation was also tested in the application and hta diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all pockets in drawer were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.